Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer was reported that the lip of reservoir had multiple cracks and pieces were broken off. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device received with cracked case at the display window corner, cracked reservoir tube window and cracked case at the reservoir tube window corners. Device received with blank display due to interface board broken solder joint. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.